Event description:
The cement was used to fix the keeled glenoid. The glenoid did not adhere after hardening. The cement and glenoid were removed. A new glenoid and endurance bone cement were removed. A new glenoid and endurance bone cement were re-implanted. The case was delayed 45 minutes.